Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a patient who had a 25 mm trifecta placed in 2016 of may for endocarditis was doing well until the patient developed acute symptoms. The patient was admitted to lagrange with severe ai, heart failure, and respiratory failure and intubated etc. The patient transferred to christ for ECMO backup and a redo avr. The leaflet was reported to be partially torn from strut, no vegetation present.(updated 7/20/20 pm).

Manufacturer narrative:
An event of endocarditis, insufficiency, heart failure, respiratory failure, and leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.